Manufacturer narrative:
The associated humeral nail proximal drop assembly was not returned for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that while inserting the nail during surgery, the proximal drop broke. No delay was recorded and device backup was available.